Manufacturer narrative:
Method: use testing: isolated were tested at microscan using microstrep plus 1 panel. Results: incorrect data. Definition - discrepant results were confirmed. Conclusion: design deficiency - the microscan testing confirmed misreads.

Event description:
Internal study observed misreads for 10 s. Agalactiae isolates with multiple antibiotics. Instrument and visual readings were discrepant. Siemens conducted a field correction, internal number (B)(4), FDA number (B)(6) on (B)(4), 2013, for false skipped wells and false susceptible misreads with s. Agalactiae affecting multiple antimicrobial agents on microscan microstrep plus type 5 panels (B)(4), microfast type 5j panels (B)(4) and microfast type 7j panels (B)(4). The customer letter stated results should be visually verified for s. Agalactiae isolates on the above panel types. A review of complaints associated with this field correction determined a MDR was needed.